Event description:
It was reported that during testing conducted by a field service technician, the device over-heated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were evaluated, which revealed gritty bearings and foreign debris contamination. Presence of foreign debris and gritty bearings results in friction which causes the device to over-heat.